Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the sensing integrity counter increased due to t-wave oversensing. The right ventricular lead (rv) is still in use. It was later reported that t-wave oversensing was still occurring. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the sensing integrity counter increased due to t-wave oversensing. The device is still in use. No patient complications have been reported as a result of this event.